Manufacturer narrative:
The event occurred in (B)(6). The device was not tested due to multiple evalutions previously performed on this particular lot number.

Event description:
Caller tested 2.8 inr on the coaguchek xs system while a comparison lab returned as 2.1 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).